Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ultra2 meter would not power on. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged issue began on (B)(6) 2012 at 8 p.m. The reporter mentioned that the patient manages her diabetes with insulin (no adjustments). The reported said that the patient had continued her usual diabetes management despite the alleged issue starting, including her normal dose of insulin (lantus 70/30 insulin, unknown dose) on (B)(6) 2012 between 9:30-10 p.m. The reporter claimed that on the morning of (B)(6) 2012, the patient had "low blood sugar." It was not specified if the patient was referring to low blood sugar symptoms or a low blood sugar result that was obtained with the subject device or any other device. The reporter informed the cca that the patient treated herself with food and/or drink between 6-7 a.m. On (B)(6) 2012. The reporter also mentioned that the patient was able to test her blood glucose on another unspecified device and obtain a blood glucose result of "99 mg/dl" at 7 a.m. On (B)(6) 2012. During troubleshooting the patient informed the cca that the meter had been dropped in the water. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed "low blood sugar" and had to treat herself as a result of the alleged power issue.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the meter was returned on (B)(4) 2012 and test strips involved with this complaint were returned on (B)(4) 2012. The meter has been evaluated by lifescan product analysis (pa) ((B)(4) 2012) with the following findings: the patient reportedly dropped the meter into water. In addition, pcb contamination was found by pa. If additional information is obtained by lfs, a supplemental report will be submitted.

Manufacturer narrative:
Follow up #1-07/16/2012. The patient contacted the medical surveillance specialist and stated the following: her doctor had increased her lantus insulin from 30 units to 50 units, around (B)(6) 2012. The patient attributed the "low blood glucose result of 99 mg/dl" to taking the 50 units of lantus insulin and stated not consuming as much food at dinner as she usually does do to her "reflux problem" the night before the subject meter was dropped into the water. The patient denied having symptoms. The patient stated that she treated herself with orange juice when she obtained the result of "99 mg/dl" and claimed that when she retested one hour after her blood glucose was back to normal (she was unable to recall the exact result). This complaint is being ruled out as an adverse event for the following reasons: the patient associated the symptoms with a change in diet and increased insulin. In addition, the patient stated that the symptoms started prior to the alleged issue and that she was able to continue testing her blood glucose on a backup device.